Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by the failure of the power unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus medical systems (B)(4), it was found that the error e103 which indicated the subject device had been broken down was displayed. The subject device was the loaner asset of (B)(4). There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc considered that the reported phenomenon was attributed to the failure of power supply unit due to the aging deterioration because over six years had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.